Event description:
The patient was admitted to the ccu at (B)(6) & while being connected to the intra aortic balloon named "cardiosave" from getinge, a sudden shut down happened. Later, we figured out that this system is on recall, but no proper action was taken to inform the hospital/users of this recall and how to tackle.